Event description:
It was reported that there was no output, failure to capture, and pacing impedance measured greater than 9999 ohms through the device. However, through the analyzer, the impedance measurements were stable. The device was explanted and replaced. Additional information was subsequently received from the patient's father stating the pacemaker failed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed anomalous output conditions, consistent with the reported field experience, which were the result of lifted hybrid bond wires.